Event description:
Customer reported that she had unexplained high blood glucose. Paramedics were called and customer was hospitalized due to high blood glucose. The blood glucose reading at the time of hospitalization was 615mg/dl. Customer stated that she was vomiting and she pass out prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.